Event description:
Medtronic received a report that the pipeline failed to open in the middle section, encountered resistance in the phenom catheter, and the phenom catheter was found damaged. The patient was undergoing blood flow diversion dense mesh stent implantation for treatment of a saccular, unruptured aneurysm in the right internal carotid artery c6 and c5 segments with a max diameter of 8 mm and a 6 mm neck diameter. Landing zone: distal: 3.6 mm and proximal: 4.3 mm. The accessed vessel was the right femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed slowed blood flow within the aneurysm. It was reported that multiple aneurysms in the c6 segment of the right internal carotid artery were treated with blood flow diversion dense mesh stent implantation. The microcatheter reached the m2 segment and delivered the ped-425-30 stent into place. At the m1 segment, opened the tip end of the stent and pulled it back to the distal end of the internal carotid artery. Continued to deploy to the middle section, the middle of the stent could not be opened, moderately adjusted the tension and swing, but still could not improve. The surgeon tried to partially retrieve the stent and then deploy it, but found that the stent could not be retrieved into the microcatheter, and the unopened position could not be improved. After pushing the navien to go upper, the stent was withdrawn from the body together with the phenom. In vitro examination showed varying degrees of damage to the distal and proximal ends of the microcatheter. After the operator replaced with a new stent ped-425-25 and a new microcatheter, the operation was completed normally. It was reported the pipeline became stuck (locked up) in the distal section. The catheter was flushed continuously with heparinized saline. The pipeline became stuck during resheathing in the distal section of the catheter. The physician released the load (slack) in the system in an attempt to resolve the issue. It did not resolve the issue. The catheter was damaged in an accordion in the proximal section. It was reported failure to open in the middle section of the pipeline occurred. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was positioned in a bend. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed less than or equal to two times. The pipeline was removed from the patient by resheathing and removing with the microcatheter. It was reported there was a segment of morphological abnormalities at the distal end and proximal end. The pipeline was not used for an indication that was off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 8f guiding guide catheter and 6f 115 navien guide catheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227034084); product type: ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pipeline stent revealed that the pushwire was returned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex were found fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No flash or voids molded were observed in the hub. The total and usable lengths of the catheter were measured to be within specifications. The pipeline flex device was pushed from catheter without any issues. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section of the braid was found fully opened and no damage. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery as the returned pipeline flex was returned within phenom 27 catheter. In addition, the pipeline flex and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (accordioning, pipeline flex braid (fraying); it appears there was high force used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the catheter damage was not determined. The catheter accordion damage.